Event description:
A peritoneal dialysis (pd) nurse reported a patient expired post pd therapy. It was reported the patient experienced pain during treatment. As a result of the pain treatment was discontinued and the patient was transported to the hospital where he later expired (exact date not provided). Per the pd nurse the patient's treating physician noted the patient had issues using the machine correctly in the past. No further information was available.

Manufacturer narrative:
The device has not been returned yet for physical evaluation. A supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Related mdrs: 8030665-2014-00236 and 1713747-2014-99924.